Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, during cataract/vitrectomy combination surgery, vitrectomy probe connected to an ophthalmic operating system was unable to aspirate and the ophthalmic cutter also stopped functioning. A quick setup was performed for the probe, as a result, the cutter resumed functioning, but aspiration remained unavailable. The cassette pack was replaced entirely. After replacement, the balanced salt solution (bss) bag was not recognized, but reattaching the bag resolved the issue. During priming, advisory was displayed, re-priming was attempted, but the issue persisted without recovery. After replacing the cassette pack again, another advisory was displayed. As a result, only the cataract procedure was performed, and the vitreous surgery was postponed. The patient impact has not been provided. Additional information has been requested but is not available at the time of this report. This report pertains to the probe involved in this event.

Manufacturer narrative:
Additional information was provided in section b.5, h.2 and h.11. The vitreous surgery was performed the following day and was completed without any problems. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
New information received indicates that, the vitreous surgery was performed the following day and was completed without any problems.